Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. No unexpected constant audio tone anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer reported that there was a small crack on bottom portion of display screen and there was moisture under display screen due to possible body heat. Customer's blood glucose was 127 mg/dl and 196 mg/dl. Customer was advised that insulin pump would need to be replaced.